Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly received the following results within 10 minutes: 512 mg/dl on the aviva system, 127 mg/dl on nurse's meter, and 280 mg/dl on the aviva system. No adverse event reported. Requested return of suspect device and replacement was sent.